Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified syringe plunger not in place. No error which related to customer reported problem (plunger pressure not working properly) was found in ehl . During functional testing the syringe plunger not in place was found at syringe test, and failed syringe plunger sensor test. And the force sensor reading was within all the required specifications. The q1 broken off from plunger board and plunger board broken off from glued. The root cause of the problem was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced the plunger board and performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump failed the plunger travel test and the syringe/plunger pressure was not working properly. No patient injury was reported.